Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, the clip was unable to be opened. A clicking sound was audible during troubleshooting attempts to open the clip. Multiple troubleshooting efforts were made but were unsuccessful. Consequently, an attempt was made to remove the clip along with the steerable guide catheter (sgc). During removal, the clip was observed to have detached from the clip delivery system and appeared affixed to the soft tip of the sgc. A non-abbott device and a snare were utilized to securely remove the clip from the anatomy. Post removal, the soft tip of the sgc was observed to be damaged. The clip and the sgc were replaced with other devices to complete the procedure. Post-procedure, mr was reduced to grade 2+. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the reported difficult to open or close -clip open inability - anatomy, premature activation - n/a, noise and difficult to remove-cds/sgc could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and based on the information provided by the account, a cause for the reported unable to open the clip, noise and difficult to remove the cds from the sgc associated with the clip getting caught on the sgc soft tip resulting in premature activation cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Code added: medical device problem code:1528.

Event description:
N/a.